Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened when establishing final arm angle. It was reported that the mitraclip procedure was to treat mixed mitral regurgitation with an mr grade of 3-4. The mitraclip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped; however, after the final arm angle (faa) test, the clip opened. The clip was reclosed, and faa was repeated, the clip opened again. The clip was repositioned on the leaflets. Faa was successful, and the clip was deployed. Mr was reduced to 1-2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.